Event description:
It was reported that the patient presented in clinic for wound check post-implant. It was found that the patient's aveir dr system failed to be interrogated. Chest x-ray revealed the patient's lp dislodged and embolized in the pulmonary artery. The lp was explanted and replaced. The patient was stable.